Manufacturer narrative:
Additional information: patient identifier, weight, event, concomitant medical products , and device evaluated by MFR.

Event description:
A user facility patient care technician (pct) reported that upon initiation of treatment the blood leak alarm sounded, and the blood was seen in the dialyzer. The nurse confirmed that the machine, a fresenius 2008t machine alarmed appropriately with a blood leak alarm. The nurse confirmed that fresenius bloodlines were used. Blood leak test strips were used and tested positive. The blood leak was noted as being an internal blood leak. The patient¿s estimated blood loss (ebl) was approximately 100- 150ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: concomitant medical products.

Manufacturer narrative:
Additional information: concomitant medical products, device evaluated by MFR, plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point test. A leak was detected in the form of a steady stream of bubbles originating from the pu potting surface at approximately 40°, with the dialyzer ports situated at 0°, on the cavity ID end. The potted fiber fragment was flush with the pu potting surface. An opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not reveal any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A lot history review was performed. There were no other reported complaints against the lot. A review of the production records revealed there was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that upon initiation of treatment the blood leak alarm sounded, and the blood was seen in the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. Patient's blood was not returned, and the patient was transferred to a new station. Additional information was requested, however to date not provided.